Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: it looks like condensation in one and foam in the other when did the incident occur? Before use.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two samples of 1ml luer-lok syringes (p/n - 309628) were received and evaluated. Both samples were received in unsealed packages with one missing the barrel tip, one having brown discoloration, and both having bubbles and waviness within the barrel. Fourier transform infrared spectroscopy was performed to identify the foreign matter. The foreign substance was silicone, used in the manufacturing process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the barrel tip missing and hot pin defect is associated with the molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.